Manufacturer narrative:
The tech found the casters were worn. He replaced the brake and brake/steer casters to repair the bed.

Event description:
Info received indicates that both brake and brake/steer casters are moving from side to side while the brake is engaged.